Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. Subsequently, a temporary wire was implanted. No additional adverse patient effects were reported.